Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized due to low blood glucose on unknown date with blood glucose of 40 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. It was unknown whether the customer was using auto mode or not. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The customer was wearing the insulin pump during the hospitalization. The insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. The display did not returned back. No further complications were reported. The customer will discontinue to use the device.